Manufacturer narrative:
The investigation did not identify a product problem. The root cause of the event could not be determined.

Manufacturer narrative:
The reagent lot number is 775868. The expiration date was not provided. The alarm trace showed a few sample aspiration alarms. The field service engineer (fse) replaced the sample probe bath, checked probe alignment, and performed mechanism and hardware checks successfully. The investigation is ongoing.

Event description:
There was an allegation of questionable albp albumin bcp results for 2 patient samples on a cobas c 503 analytical unit. For sample 1, the initial albumin result was 51.5 g/l. The sample was repeated and the result was 38.9 g/l. For sample 2, the initial albumin result was 72.3 g/l. The sample was repeated and the result was 38.3 g/l.